Manufacturer narrative:
This report is a duplicate of report (B)(4). Due to wrong manufacturing report number ((B)(4)) attached to the device, an additional complaint was opened to capture the correct information for this particular case. Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During prep of the mynx control vascular closure device (vcd), the balloon inflated and didn¿t deflate again. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. The mynx vcd used in coil operation. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than fifty percent at the puncture site. There was mild tortuosity. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The 6/7f mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU) instructions. The balloon inflated and didn¿t deflate again. 50/50 contrast was used. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. During prep of the mynx control vascular closure device (vcd), the balloon inflated and didn¿t deflate again. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. The mynx vcd used in coil operation. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than fifty percent at the puncture site. There was mild tortuosity. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The 6/7f mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU) instructions. The balloon inflated and didn¿t deflate again. 50/50 contrast was used. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant remained in manufacturing position. The procedure sheath was not returned with the device. It was noted that the balloon of the returned device was fully deflated, and there was heavy crystallized residual fluid observed in the inflation tubing and in the balloon of the returned device as received. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and significant resistance was felt. Multiple attempts to inflate the balloon were made, and the inflation indicator was fully extended, but the balloon was still unable to inflate due to the device lumen being clogged. All attempts to inflate the balloon were exhausted. The balloon¿s functionality could not be verified. Per microscopic analysis, visual inspection at high magnification showed heavy crystallized residual fluid observed in the inflation tubing and in the balloon of the returned device, which may have caused the device lumen clog and caused the balloon to not inflate during the device failure investigation. Visual inspection at high magnification of the catheter hub/plunger showed a gap between the proximal end of the polyimide shaft and distal end of the plunger, which by design to allow fluid/air to travel from syringe to balloon. No anomalies were observed. A product history record (phr) review of lot f2202501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty¿ was not confirmed during analysis of the returned device due to the condition in which the device was received for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as using viscous contrast, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿remove device components from packaging. Prepare balloon. Fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave syringe at neutral. Do not lock¿. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.